Event description:
A subclavian vein dvt occurred on the left side one month after placement of an aicd. It was found to have thoracic outlet syndrome on that side, causing a pre-existing compression of the subclavian vein, through which the wires to the aicd had been passed from the subpectorally placed generator unit. I was hospitalized and anticoagulated at the time of occurrence. I had percutaneous venous angioplasty on day 7, which reduced the obstruction to venous flow and markedly reduces swelling and pain. However, despite continuous anticoagulation, in 2009, I was found to have permanent obstruction of the subclavian vein at its passage under the clavicle. I have robust collateralization, so venous insufficiency is now minimal, but left upper extremity has some discoloration and occasional minimal swelling. I was not screened for thoracic outlet syndrome prior to placement of the defibrillator and leads. Please note that I am the pt, and I am also an internist. Device and leads were placed by dr. I am now followed for this complication by another dr. Dates of use: ongoing from 2007. Diagnosis or reason for use: primary prevention of sudden cardiac death.